Event description:
Reportable based on analysis completed on (B)(4) 2014.the device was returned with no reported issue. However, device analysis noted that the pouch was broken.

Manufacturer narrative:
Device evaluated by MFR: investigation completed. The device returned had the pouch broken and the metal cannula was bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).